Event description:
It was reported a revision surgery was performed due to the poly dislodged.

Manufacturer narrative:
The associated device was returned for evaluation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. An evaluation by our research department determined that the burnishing and scratches on the inferior surface of the insert were likely caused by repeated motion between the insert and the tibial baseplate, and could have been caused during or after the reported insert loosening. The deformation of the posterior locking detail could be caused by having the insert sitting on top of the posterior locking region after disassociation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on the investigation conducted, the exact cause of the insert dissociation was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information is received, the complaint will be reopened. We consider this investigation closed.